Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a hard keyboard. The ventilator was not in use on a patient at the time of the reported condition. To resolve the issue, a service engineer (se) replaced the keyboard. The unit passed all testing and operates within the manufacturing specifications.